Manufacturer narrative:
Additional product codes: krd/hcg. The event was reported as a re-sheathing issue on 12/29/2015. Device was returned for analysis on 8/8/2016, and product analysis on 8/15/2016 revealed coil damage. The event met MDR reporting criteria at the time analysis was completed. (B)(4). Conclusion: the deltamax lot c34364 was returned for analysis. The complaint was created 12/29/2015 and the device was received on 8/11/2016 with no explanation on the time delay. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging was viewed through the returned packaging, it was found that the unprotected and unsheathed coil was entangled on the device positioning unit (dpu). Located at the distal tip of the skive, the dpu protrudes through the sheath. There is no mechanical sheath damage at the protrusion site. The fourth secondary winding off the proximal end is damaged. The first secondary winding off the ball tip has been damaged. Due to the coils handling, packaging, cleaning, and entanglement, the circumstances of how and when this unreported damage occurred cannot be determined. The remainder of the coil is undamaged. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the resheathing difficulty was confirmed. While the root cause of the resheathing difficulty cannot be determined, the most likely contributing factor may have occurred if the resheathing tool was advanced past the clear/green junction on the introducer sheath and advanced onto the proximal section of the green introducer. When the resheathing was retracted past the clear/green junction it may have opened up the skive which was found at the protrusion site. This opening would have allowed the dpu to protrude through the sheath. In this condition, the coil cannot be resheathed. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible¿¿ there was no evidence of a manufacturing issue; therefore, no corrective actions will be taken at this time. This is one of two MDR's submitted for this event with associated report numbers of 2954740-2016-00178 and 2954740-2016-00177.

Event description:
As reported by a healthcare professional, two deltamaxx coils ((B)(4)) had re-sheathing issues, and an envoy guide catheter ((B)(4)) was kinked. The procedure was successfully completed without patient adverse event. Multiple attempts to obtain additional information were unsuccessful. No additional information could be obtained. Product analysis revealed that both deltamax coils were damaged.

Manufacturer narrative:
(B)(6).